Event description:
It was reported that 2 bd alaris extension sets experienced component separation. The following information was provided by the initial reporter: we recently had 2 additional leaks due to issues with the tubing coming disconnected from the filter. The disconnect is happening where the low sorb tubing is coming off of the filter itself. It is not occurring at connections between the tubing with filter and the other tubing.

Manufacturer narrative:
The following fields were updated due to corrected information: d9: device available for evaluation?: no. D9: returned to manufacturer on: na. H6: investigation: no photo or sample was received with the customer's complaint of separation. Without any further information, the complaint cannot be verified and the root cause remains unknown. A DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris extension sets experienced component separation. The following information was provided by the initial reporter: we recently had 2 additional leaks due to issues with the tubing coming disconnected from the filter. The disconnect is happening where the low sorb tubing is coming off of the filter itself. It is not occurring at connections between the tubing with filter and the other tubing.